Event description:
Product analysis was completed on the returned lead on (B)(4) 2019. Note that the electrodes were not returned for analysis, and therefore a complete evaluation could not be performed on the entire lead product. There were two abraded openings in the outer silicone tubing and there was a one abraded opening in one of the inner silicone tubes. The abraded openings found on the outer silicone tubing and connector ring inner silicone tubing, most likely provided the leakage path for what appeared to be dried body fluids inside the outer silicone tubing and connector ring inner silicone tubing. With the exception of the observed abraded openings, the condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No discontinuities were identified. No further anomalies were anomalies were identified. Product analysis was completed on the returned generator. Failure to program due to a low battery was identified and was determined to be a result of normal battery depletion. The device performed according to functional specifications of the current automated post burn test no anomalies were identified. No further relevant information has been received to date.

Event description:
It was reported that during a generator replacement due to battery depletion, the surgeon observed fluid in the lead tubing. For this reason he determined to revise the lead as well. No opening in the tubing was observed. X-rays prior to surgery showed no evidence of a lead break. The suspect product was returned to the manufacturer. The return form indicated that the reason for explant was battery depletion, fluid in lead, and the patient feeling muscle spasms with stimulation. Analysis on the returned product has not been completed to date. No further relevant information has been received to date.